Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and non tortuous mid right coronary artery. The lesion was predilated with an unspecified apex balloon and the 3.0 x 16mm promus element plus otw stent delivery system was advanced, but was unable to cross the lesion after a couple of attempts. The physician removed the device and noted that the stent struts were raised. The physician attempted with another non bsc balloon, but was unable to cross the lesion. The patient was scheduled for a CABG. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and non tortuous mid right coronary artery. The lesion was predilated with an unspecified apex balloon and the 3.0 x 16mm promus element plus otw stent delivery system was advanced, but was unable to cross the lesion after a couple of attempts. The physician removed the device and noted that the stent struts were raised. The physician attempted with another non bsc balloon, but was unable to cross the lesion. The patient was scheduled for a CABG. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the returned device consisted of a promus element otw stent delivery system (sds). There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The first three proximal rows of struts were stretched and flared. Magnified inspection presented no evidence of any product quality deficiencies contributing to the stent damage or crossing difficulties. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).